Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-12538 and 3005099803-2013-12539 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating partly peeled and was damaged exposing the core wire tip. Physician withdrew the guidewire. A second jagwire was opened. However, the hydrophilic tip coating of the second guidewire also peeled and was damaged exposing the corewire tip. Physician withdrew the second guidewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire tip detachment, exposing the metal core wire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing approximately 2.9 cm of the metal core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specifications.the complaint is consistent with the returned device that the pebax section detached exposing the tip of the metal core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context.a DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-12538 and 3005099803-2013-12539 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during procedure, the hydrophilic tip coating partly peeled and was damaged exposing the core wire tip. Physician withdrew the guidewire. A second jagwire was opened. However, the hydrophilic tip coating of the second guidewire also peeled and was damaged exposing the corewire tip. Physician withdrew the second guidewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.